Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: "date: (B)(6) 2010, lab: 2.6. Date: (B)(6) 2010, inratio: 3.1. Date: (B)(6) 2010, inratio: 3.7, lab: 2.6. Testing on (B)(6) 2010 was done within 30 minutes of each other. F/u from pt on (B)(6) 2010: the same day ((B)(6) 2010), after speaking to tech support, customer was advised by md to reduce meds to 1/2 tab of coumadin. Next day results were 2.9 on the meter. Based on that result, the md then asked the customer to change dose to 1 1/2 pill of coumadin. (B)(6) 2010 result was 2.9 then he took his meds then got a result of >5.7. Decided to go to lab that day and got a result of 3.7. Has been on 1 1/2 pill of coumadin since then. F/u from pt with inr = 2.7 on (B)(6) 2010. Therapeutic range = 2.0 - 3.0.